Event description:
Physician was performing a l3 kyphoplasty. After inflating both balloons (left to 3.0 ml at 106 psi and right to 3.0 ml at 170 psi) the physician deflated the right balloon and began injecting cement on the right. While doing this, the left balloon ruptured.